Event description:
A customer contacted haemonitics on (B)(6) 2008 to report orthopat machine not powering on and a green light blinking in the back of the machine. No injury or reaction noted. Upon eval the reported problem could not be verified; however, a saline spill was found inside of the device. All contaminated and damaged components were replaced. The machine is now ready for use.

Manufacturer narrative:
This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).